Manufacturer narrative:
The insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Unable to perform functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test or verify motor error alarm due to unresponsive buttons. The insulin had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and button error. Customer's blood glucose level was 515 mg/dl. The customer treated his high blood glucose level with a correction dose. The drive support cap was protruded. The insulin pump was exposed to a x-ray machine. The customer was unable to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.